Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms or rewind anomaly noted during testing. Unit successfully downloaded to thump. During download history review, insulin flow blocked alarm occurred on 01/19/2026 22:13:58.000, 01/19/2026 22:14:58.000 and 01/19/2026 22:42:10.000 during priming in pump downloaded history. The sc1 cap and reservoir locked properly into reservoir compartment during testing. Per observation that the knit line near the belt clip plate is normal. The following were noted during visual inspection: scratched case (minor). No cracks on the case during the visual inspection. Unexpected insulin flow blocked alarm and rewind anomaly were not confirmed. Cosmetic damage was confirmed with minor scratched case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm and also reported pump is broken because it is not allowing to do a rewind. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1884, mmt-243a. Troubleshooting was partially performed. No harm requiring medical intervention was reported. Product return is required for mmt-332a, mmt-1884, mmt-243a.